Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) was inserted into a cordis avanti 6f catheter sheath introducer (csi), and the balloon was inflated until the black marker was fully visible, white-black-white. After positioning of the balloon according to the tension indicator and under fluoroscopy, the plug was released by pushing button number one. It was noticed that the black marker for the pressure gauge was no longer visible. After removal of the device and one minute fingertip compression, hemostasis was not achieved, and manual compression was needed to close. The plug was not visible on the device. Approximately thirty minutes after the procedure, the patient came back due to pain in the leg. It is unknown where in the leg the pain was being experienced. A crossover angiogram was performed after the pain was reported but the results were not provided. The patient is still hospitalized and under observation as of six days after the event. The reason for the pain is still unknown. The user was in training on the use of the device, and this was the second case performed, with the sales representative present. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site, as shown on fluoroscopy. The tension indicator was aligned with the markers on the side before attempting to deploy. The catheter was stabilized, and tension was held with the user's left hand. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was fully depressed and button 2 was depressed approximately 2/3 of its total travel. The syringe was connected to the device with the stopcock opened. The sealant was not received for evaluation. In addition, a cordis procedural sheath was on the device exposed to blood. The balloon of the mynx control was observed deflated and not completely retracted into the tamp tube. The inflation indicator was received not extended. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Since the sealant was not returned with the device, and the button 1 was received fully depressed and button 2 was received depressed approximately 2/3 of its total travel as received, a functional simulated sealant deployment test could not be performed on the returned device. However, in order to perform a functional analysis for the inflation/deflation test in the received device, button 2 was reset to its factory setting and the inflation/deflation test was performed on the balloon of the returned device. During the device failure investigation, the balloon was able to be fully inflated/deflated as intended with proper functioning of the inflation indicator per the mynx control instructions for use (IFU). In addition, the inflation indicator was able to fully extend. Additionally, the balloon was able to be fully retracted into the tamp tube. The device was inspected for damages/anomalies that may have contributed to the reported failure and no damages/anomalies were observed on the returned device. The reported event of ¿pressure gauge-inflation indicator extension difficulty¿ was not confirmed through analysis of the returned mynx control device as there were no anomalies noted during functional analysis with the inflation indicator and balloon. Additionally, the reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed since the sealant was not included with the device and due to the nature of the complaint. The exact issues experienced by the customer could not be conclusively determined during analysis. Pain is an unpleasant physical discomfort or sensation experienced by the patient. However, pain is subjective to the patient, and there are many potential causes to the pain reported. Without further information on the condition of the puncture site and the reason for the pain and hospitalization extension, it is not possible to determine what factors may have contributed to the incidents reported. Additionally, discomfort at the access site is an expected and foreseeable experience after a catheterization due to the intended penetrating injury to the artery, which includes the initial puncture, insertion of the sheath introducer, and use of a vascular closure device. The complaints of ¿pain¿ and ¿hospitalization¿ could not be confirmed, and no determinations of possible contributing factors could be made. Based on the information available for review and product analyses, it is difficult to determine what factors may have contributed to the mynx control device failures reported, especially since there were no anomalies noted to the devices. However, as the balloon was not fully retracted/button 2 was not fully depressed, it is possible this condition could have resulted in the inability to achieve hemostasis event reported. Additionally, procedural/handling factors (user was in training) likely contributed to the inflation indicator issue reported since there were no anomalies with the product. According to the instructions for use (IFU), which is not intended as a mitigation, ¿step 1: position balloon: insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock.¿ the IFU also instructs, ¿step 3: remove device: retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed.¿ if the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Neither the product analyses, nor the information available for review suggest that the reported failures and issues could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Section b5 was corrected with updated device return information in event description.

Event description:
As reported, a 6f mynx control vascular closure device was inserted into a cordis avanti 6f catheter sheath introducer (csi). The balloon was inflated until the black marker was fully visible, white black white. After positioning of the balloon according to tension indicator and under fluoroscopy, the plug was released by pushing button number one. It was noticed that the black marker for the pressure gauge was no longer visible. After removal of the device and one minute fingertip compression, hemostasis was not achieved, and manual compression was needed to close. The plug was not visible on the device. Approximately thirty minutes after the procedure, the patient came back due to pain in the leg. It is unknown where in the leg the pain was being experienced. A crossover angiogram was performed after the pain was reported but the results were not provided. The patient is still hospitalized and under observation as of six days after the event. The reason for the pain is still unknown. The user is in training on the use of the device and this was the second case performed, with the sales representative present. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site, as shown on fluoroscopy. The tension indicator was aligned with the markers on the side before attempting to deploy. The catheter was stabilized and tension held with the user's left hand. The mynx will be returned for evaluation. The sheath was not expected to be returned for evaluation, but later was returned with the sheath, as demonstrated by product analysis of mynx device.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f mynx control vascular closure device was inserted into a cordis avanti 6f catheter sheath introducer (csi). The balloon was inflated until the black marker was fully visible, white black white. After positioning of the balloon according to tension indicator and under fluoroscopy, the plug was released by pushing button number one. It was noticed that the black marker for the pressure gauge was no longer visible. After removal of the device and one minute fingertip compression, hemostasis was not achieved, and manual compression was needed to close. The plug was not visible on the device. Approximately thirty minutes after the procedure, the patient came back due to pain in the leg. It is unknown where in the leg the pain was being experienced. A crossover angiogram was performed after the pain was reported but the results were not provided. The patient is still hospitalized and under observation as of six days after the event. The reason for the pain is still unknown. The user is in training on the use of the device and this was the second case performed, with the sales representative present. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site, as shown on fluoroscopy. The tension indicator was aligned with the markers on the side before attempting to deploy. The catheter was stabilized and tension held with the user's left hand. The mynx will be returned for evaluation. The sheath will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.